Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2 had failed. A field service engineer (fse) logged into the hardware test application (hta) and ejected all cubies from the drawer, then shut down the station, disconnected all row boards from the cable, cleaned the row board and the bottom of the drawer, and verified that no package foil or loose pills were present. The fse then reconnected all row board cables, reinserted all cubies into the drawer, and rebooted the station. After logging in as carefusion admin and starting the hardware test application (hta), it was confirmed that all pockets and rows were properly detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.2 failed, which located on ab t2pall. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.